Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that where reservoir goes in half of the circle was missing. The customer¿s blood glucose level was unknown. The customer also reported that at the bottom of the reservoir had cracks and right hand side above the screen. The customer also reported that the insulin was slow during rewind. The insulin pump will not be returned for analysis.